Manufacturer narrative:
(B)(4). (B)(6). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: if more than one stent graft is required, the distal stent graft should be placed initially, followed by placement of the proximal stent graft. Stent graft placement in this order obviates the need to cross the proximal stent graft when placing the distal stent graft, and reduces the chances for dislodging the proximal stent graft. The investigation determined the reported difficulties appear to be related to the use error/circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The rx graftmaster 2.8x16 device is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with a very large free perforation with extravasation in the proximal left anterior descending (lad) coronary artery. Three covered stents were pre-planned for complete coverage of the perforation. A 2.8x16mm rx graftmaster covered stent was deployed at 20 atmospheres (atm) without difficulty and successfully sealed the area it was deployed in. A 2.8x19mm rx graftmaster covered stent system was then advanced through the implanted 2.8x16mm rx graftmaster without difficulty; when pulling the 2.8x19mm graftmaster system back for re-positioning, it became stuck on a bent stent strut of the implanted 2.8x16mm graftmaster. The 2.8x19mm graftmaster re-crossed the stent again without difficulty. When attempting to inflate the 2.8x19, the balloon did not inflate at all and it was noted that the balloon was punctured. There was no other damage noted to the 2.8x19 graftmaster; it was withdrawn without difficulty. No damage was caused to the implanted 2.8x16mm graftmaster. An unspecified nc trek balloon was advanced and inflated in the implanted 2.8x16mm graftmaster, successfully tacking down the bent stent strut. A 3.5x16mm rx graftmaster was deployed at 14 atm, followed by deployment of a 3.5x19mm rx graftmaster at 16 atm, each successfully sealing the perforation. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.